Manufacturer narrative:
The pump passed the off no power, unexpected restart error, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump gave a rf pic failed test during the self test. The pump had high idle currents due to a faulty component on the radio frequency board. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. The pump had moisture damage on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a radio frequency pic failed self test. Insulin pump would be replaced. Customer's blood glucose was 81 mg/dl.